Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based upon evaluation results of the actual sample.

Manufacturer narrative:
Lot number: requested, not provided; 0yk provided. Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name - requested, not provided. Health professional- requested, not provided. Occupation- requested, not provided. Device manufacturer date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of manufacturing record and product-release judgement record of november 2020 lot (0yk) confirmed there was no indication of anomaly in them. (B)(4).

Event description:
The user facility reported that the single use guidewire was used pre-treatment. During the insertion of guidewire in a scope, they found that coating on the proximal part of the guidewire had peeled off before the guidewire went out from the distal end of the scope. The peeling of coating was observed in a part of the proximal half of the guidewire. Due to the peeling, the guidewire was replaced with another from the same code and not used in the procedure. The procedure was completed successfully. The patient was not harmed.